Manufacturer narrative:
Blockh6: imdrf patient code e0402 captures the reportable event of allergic reaction. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1204 captures the reportable event of hot flushes.

Event description:
It was reported that a patient underwent a spaceoar placement procedure, had experienced drop in the blood pressure, facial flushing, and abdominal pain after the injection of the hydrogel. The patient was hospitalized due to this event and monitored, his condition improved. The patient also experienced fever, knee join pain at the followed day, it was unknown if any medication was provided for these symptoms. The physician stated that the golden markers could cause the potential allergic reaction, therefore a patch prove was planned.